Event description:
It was reported that, surgeon attached the cone body to the conical stem. Surgeon attempted to put screw in cone body. Screw would not advance. Surgeon attempted to disassemble the body from the stem, the separator did not work, did not disassociate the two pieces. The separator cracked and the collet was stuck in the cone body. Surgeon used vice grips to retrieve.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.